Event description:
The customer complained of ongoing issues with their cobas 8000 cobas ise module (double) system affecting their ise indirect na, k, cl for gen.2 results. The customer provided the sodium, potassium, and chloride results for 1 patient that were reportable malfunctions. The initial sodium result was 149 mmol/l with a result of 137 mmol/l from another analyzer. The initial potassium result was 4.3 mmol/l with a result of 3.9 mmol/l from another analyzer. The initial chloride result was 89 mmol/l with a result of 100 mmol/l from another analyzer. No erroneous results were reported outside of the laboratory. The results from the other analyzer were deemed to be correct. There was no allegation of an adverse event. The reference electrode lot information was requested but was not provided. The samples were processed by a modular pre-analytical system. The field engineering specialist determined that the root cause of the issue was the reference electrode. He replaced the reference electrode. He cleaned and flushed some valves. He performed precision testing, mechanism checks, and diagnostic checks with acceptable results. The customer ran successful calibration and qc testing. No further issues following the service visit.